Manufacturer narrative:
Method: ECG related to incident reviewed. Conclusion: subject was in a shockable rhythm, shock was advised and shock was delivered.

Event description:
Subject was not resuscitated. Note: date of event unk. (B) (4).